Event description:
Customer complained that the leg support had broken.

Manufacturer narrative:
The technician determined that the pin in the calf support needed to be replaced. The technician resolved the issue by replacing the pin. The equipment performed within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.